Event description:
It was reported that the plug emitted sparks when inserted into the outlet properly.

Manufacturer narrative:
It was reported that the plug emitted sparks when inserted into the outlet properly. We found discoloration on one of the prongs of the plug, but could find no evidence of malfunction with either the plug or the unit. We concluded that this event was attributable to a faulty outlet, or the presence of a foreign substance on the plug or in the outlet that had caused a brief spark. As a safety precaution, we replaced the electric cord and plug, although we could not duplicate the event and found no evidence of any product malfunction.